Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which lead to inappropriate anti-tachycardia pacing (atp) therapy being delivered. Multiple nonsustained ventricular tachycardia (nsvt) detections were also recorded, and those available for review were due to noise not an arrhythmia. In addition, the noise led to pacing inhibition, this resulted in greater than two seconds of asystole before the patient's own escape rhythm came in at 28 bpm. Other lead diagnostics showed the lead's pacing impedance was trending down, the capture thresholds were trending up, and the shock impedance was stable. Boston scientific technical services (ts) discussed the issues and potential options related to the lead. Subsequent information was received that a lead replacement procedure was done where the pace/sense terminal pin of this lead was surgically abandoned and a new rv pace/sense lead was implanted. No adverse patient effects were reported.

Event description:
Additional information was received that the physician recently attempted to explant this right ventricular (rv) lead due to potential lead on lead contact with the new rv rate/sense lead. This lead was unable to be extracted, and the whole lead was surgically abandoned and a new competitor's rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).